Event description:
Original surgery was (B)(6) 2025. Surgeon reviewed 3 months post op images and noticed that the cage is has backed out of the disc space 1cm approximately. Cage does not look collapsed in image. Patient had subsequent radicular leg pain due to cage position. The patient required explant surgery to remove cage. Surgery took place on (B)(6) 2025. Surgeon is monitoring 2 other patients where cages look to be posterior backing out of disk space but not collapsed. Both patients are assymptomatic.